Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the erbe generator displayed error c-34. The customer tried to power cycle the erbe, but the issue persisted. The customer decided to use a force triad generator to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the force triad generator. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have an error c-54 when placed on an in-house system and run in normal mode. The complaint was confirmed based on failure analysis.